Manufacturer narrative:
The customer cleaned a filter before the issue was detected. The field service engineer checked the instrument. No issues were found. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable ise indirect na and cl for gen.2 results for one patient sample on a cobas 6000 c501 module. The sample initially resulted in a na value of 108.2 mmol/l and repeated as 138.7 mmol/l. The sample initially resulted in a cl value of 137.2 mmol/l and repeated as 102.1 mmol/l. No questionable results were reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested but not provided.